Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A device history review could not be completed due to the unknown lot number.

Event description:
The event involved a chemolock¿ bag spike that was reported to have been hung and checked. As the nurse was back priming the line, the nurse noticed a drop of chemo leaking through the tubing. Upon closer look, she reported that the chemo spike had spiked through the bag port. The incident happened at the patient bedside after the bag was hung on the pump by the nurse and resulted in a spill. The drug was remixed, and there was a report of delay in treatment. There was no harm reported as a consequence of this event.